Manufacturer narrative:
Concomitant medical products: 5568-45 lead implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing noise on both the right atrial (ra) lead and right ventricular (rv) lead channels. The leads remain in use. No patient complications have been reported as a result of this event.